Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support suggested recalibrating the exp press transducer, redo the ex valve characterization and hysterisis. If the issue persists, the gde (gas delivery engine) might be the cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator positive end expiratory pressure/peep is still high and no change from the troubleshooting done. At this time, there is no information regarding patient involvement associated with the reported event.